Manufacturer narrative:
Patient experienced a burn following a laser procedure. Treatment involved use error because the operator treated the patient with parameters/technique not per the clinical reference guide. The operator did not apply the correct laser wavelength settings for the patient's particular skin type, therefore user error by the operator contributed to this event. The customer site did not provide patient/treatment details, but did indicate the patient healed from its injury. The customer site also stated that device operated as intended without issues. This is reportable because we are unable to determine the severity of the patient's burn or if there was any medication/intervention involved with the incident.

Event description:
Patient had a burn from a laser procedure due to user error.